Event description:
Additional information received from the patient reported that the first surgery was on the left side. It was full of infection and had to be removed. After 10 weeks there was a second surgery to put the second one on the right side. The patient was doing very well and the change in symptoms and seepage had resolved.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted for gastrointestinal/pelvic floor. It was reported there was a sudden and intermittent change in symptoms; sometimes the patient had to wear pads due to ¿some seepage¿ approximately ¿every 10 days.¿ settings were increased from 1.1 volts to current setting of 2.1 volts. No falls/trauma associated with the event. Even with symptoms, the patient was 50% improved from baseline. It was noted ¿intermittent resolve,¿ but it was not clear if all of the patient symptoms resolved completely. Cause, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. **omitted related event: change in symptoms**